Event description:
During AED deployment pt analysis was interrupted. (B) (4).

Manufacturer narrative:
Method: cdr was reviewed for this incident. Conclusion: this report is being filed as it cannot be concluded that a recurrence could result in an adverse event.